Event description:
A distributor contacted stryker to report that a customer's device would not power on with voice prompts with opening of the lid. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
A third party service agent evaluated the customer¿s device and could not verify the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
A local stryker service center evaluated the device and verified the issue. The customer was sent a replacement device and the original device was sent to the stryker product assessment center (pac) for further evaluation. A pac tech evaluated the device and verified the issue of the device not powering on with opening of the lid. The root cause of the issue is isolated to the reed switch sw5. The pac tech also discovered the magnet was missing from the lid (it was previously confirmed the magnet was present during prior evaluations). The cause of the reported issue was isolated to the lid assembly. The device was archived by stryker.

Event description:
A distributor contacted stryker to report that a customer's device would not power on with voice prompts with opening of the lid. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.